Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 251-450. No additional information was provided. Customer resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.